Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the buttons on the insulin pump were not responding. She stated that the device might have been exposed to sweat. Blood glucose value was 120 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No moisture damage was noted on the electronics assembly. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.